Manufacturer narrative:
Concomitant medical products: c6tr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an apparent fracture. It was noted that the lead was no longer capturing and had high impedance measurements. The lead was abandoned. No patient complications have been reported as a result of this event.